Event description:
It was reported that this implantable pacemaker device was exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the power needs to be adjusted, and it does not sound like it is depleting prematurely. Additional information received indicated that the implantable pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the power needs to be adjusted, and it does not sound like it is depleting prematurely. Additional information received indicated that the implantable pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.